Event description:
It is reported that deep infection occurred with a nexgen lps-flex knee system. It was treated with open debridement and a subsequent two-stage revision.

Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.